Event description:
It was reported that the user injected external insulin while remaining connected to the ilet, then later disconnected the pump and kept it powered on for glucose readings after the pump reservoir was empty and the screen became unresponsive. Symptoms included none reported. Outcomes included none reported. Investigation included troubleshooting and user education regarding appropriate use of external insulin and pump disconnection, with confirmation that no device alerts or alarms occurred. Investigation of this case revealed user technique and use error contributed to the event, with a device display unresponsive and pump out of insulin noted, consistent with a device performance issue affecting the user interface and insulin delivery state. It was concluded, based on previously established findings for similar reports, that the cause was user error with contributory device malfunction related to the unresponsive screen. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.